Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument tip was smoking. The instrument was replced and the procedure was continued. No pt harm, adverse outcome or injury was reported.

Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument tip was smoking. The instrument was replaced and the procedure was continued. No pt harm, adverse outcome or injury was reported.